Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements since implant. The most recent measurement was 1966 ohms, but the impedance trend graph showed values had reached out-of-range at 2,000 ohms. It was noted that pacing thresholds and sensing were stable and within normal range. Device data was submitted to technical services for review. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements since implant. The most recent measurement was 1966 ohms, but the impedance trend graph showed values had reached out-of-range at 2,000 ohms. It was noted that pacing thresholds and sensing were stable and within normal range. Device data was submitted to technical services for review. No adverse patient effects were reported. The lead remains implanted and in service. Technical services discussed that an observation of gradually rising impedance values over time may be due to patient related factors resulting in calcification or mineralization at the lead tip/tissue interface. As the observation has not led to changes in sensing and pacing thresholds, the physician may elect to continue routine follow-up/monitoring. Additional information was received. Due to the rv lead's high, out-of-range pacing impedance measurements, the pacemaker's lead safety switch (lss) was triggered, causing the rv lead to revert to the unipolar configuration. While in unipolar, myopotential noise was oversensed, as observed in a non-sustained ventricular tachycardia (nsvt) episode that was stored. The rv lead was programmed back to bipolar. Technical services reiterated that the physician could continue to monitor the lead as there was no change in threshold or sensing values.